Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted on march 14, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and subsequently underwent skin revision using silver nitrate. The implanted device remains.